Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of longevity anomalies and premature discharge of battery was confirmed. The device was received at elective-replacement level, with normal output and telemetry communication. Final analysis found that longevity assessment indicated a shorter than expected device longevity, consistent with the reported complaint.